Event description:
An infection was reported. It was stated that a patient was having a lot of bladder problems. Never having therapeutic effect was also stated. It was mentioned that patient's implantable neurostimulator (ins) had helped her back pain, but had not helped with her incontinence. Four days later it was stated that the patient was going to have an ultrasound and needed to turn her ins off. Two weeks later it was reported that the patient was still having concerns but working with her healthcare professional (hcp)/manufacturer representative. It was noted that a device was sent in for repair on (B)(4) 2013, but it was unclear which component of patient's system it was. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Device used for off label indication. The indication device used for was urinary(interstim), (B)(4). Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2008, product type: extension product ID: 7435, serial# (B)(4), implanted: 2008, product type: programmer. Patient product ID: 3889-28, lot# v165485, implanted: (B)(6) 2008, product type: lead. Product ID: 3889-28, lot# v165485, implanted: (B)(6) 2008- product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had no device concerns and had a 'loaner' device for the component that was sent in for repair. It was unclear which device system component was sent in for repair or if it related to the event.